Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol. 2009;65(5):586-595. Summary: the study was a single-center, prospective, randomized, patient-and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. Patients were recruited, and some patients did not pass initial screening. A total patients were randomized to stn or gpi dbs. A total patients completed the study. Reportable event: four cases of infection were reported. Two cases were noted to be serious. Symptoms occurred in both implant locations (stn and gpi). No patient treatment or outcome was reported.